Event description:
During varicose vein surgery using the trivex system surgeon discovered that the illuminator to the trivex hand piece does not illuminate. The trivex set was immediately switched out. Only two sets are available for the trivex therefore flash sterilization is necessary for the surgery that follows immediately after this one. Biomed will be notified.